Event description:
Patient has been seen by oncologist regarding severe left upper quadrant, thoracic spine and left flank back pain for which the patient was admitted to the hospital in 2001. Patient also had nausea/vomiting prior to admission. Patient was treated with IV narcotics and haldol for subsequent confusion felt to be related to narcotics. Mental status improved to baseline. Patient also seen by psychiatry during this hospitalization. Patient switched to oral pain meds: oxycontin 10mg po tid. Pain improved-felt to be, perhaps psychiatric in origin due to mental distress relative to patient's disease and social situation. Patient discharged 10 days later on prilosec and tylenol (otc) and instructed to avoid all nsaids.